Event description:
It was reported that, the patient with this pacemaker was brought in as an emergency case. The emergency doctor stated the patient was on a heart frequency of 35 bpm. The device functions were thoroughly checked, no recreation of pacing below the 50 bpm. Frequency counters showed that a small portion of pacing below 50 bpm occurred between end of last year and the day of the event, but it was unclear if a reprogramming had been performed in that timeframe. The right ventricular automatic threshold was activated, however pacing at 2.2v/0.4 ms showed rare instances of loss of capture (loc) in the rv lead that were fixed by the backup pacing. The pacemaker was kept at this programming. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field code e060104 added

Event description:
It was reported that, the patient with this pacemaker was brought in as an emergency case. The emergency doctor stated the patient was on a heart frequency of 35 bpm. The device functions were thoroughly checked, no recreation of pacing below the 50 bpm. Frequency counters showed that a small portion of pacing below 50 bpm occurred between end of last year and the day of the event, but it was unclear if a reprogramming had been performed in that timeframe. The right ventricular automatic threshold was activated, however pacing at 2.2v/0.4 ms showed rare instances of loss of capture (loc) in the rv lead that were fixed by the backup pacing. The pacemaker was kept at this programming. This pacemaker remains in service. No adverse patient effects were reported.